Manufacturer narrative:
H10: the complaint history reviews were performed and it was determined a device history record review was not required. The devices for the two malfunctions have been returned to the manufacturer for evaluation; photos of the malfunctions were also received. The investigation for both complaints were confirmed for material twisted and bent and were inconclusive for the reported difficult to remove and sampling issue. The definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mn1825 biopsy instrument allegedly experienced difficult to remove and material twisting. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. The patients were both reported as males; the patients¿ age and weight were not provided.

Manufacturer narrative:
The devices for the two malfunctions have been returned to the manufacturer for evaluation; photos of the malfunctions were also received. The investigation of the reported malfunctions are currently underway. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mn1825 biopsy instrument allegedly experienced difficulty to remove and material twisting. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. The patients were both reported as males; the patients¿ age and weight were not provided.